Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately shut down while attempting to deliver a shock and then would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observe. The pace/defib engine board and ac charger were replaced to resolve the report. The device passed the final test procedure, was recertified, and returned to the customer. The pace/defib engine board and ac charger were returned to zoll medical corporation for further evaluation. The customer's report was verified and attributed to a faulty transistor on the pace/defib engine board which had a secondary effect to a fuse on the ac charger. Both boards were scrapped after testing. Analysis for reports of this type has not identified an increase in trend.